Event description:
The customer received a blood glucose reading of 300mg/dl on the contour next usb, re-tested on the doctor's contour next usb and the reading was 150mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned. Strip information was not provided.